Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) empty packaging for a tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the packaging was missing the inner / outer vials, and had been previously opened by the customer. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1267192. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267192 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity.¿ the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev. 9 - 10/19. Information identified: product packaging. Per the applicable IFU, it is stated: ¿all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use¿. Based on the investigation and risk management file, the most likely root cause determined from the investigation was improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . D6a: implant date unknown / not provided . D6b: explant date unknown / not provided . E1: email unknown / not provided.

Event description:
It was reported that the oral surgeon went to open a tsv implant during a procedure and there was no implant in the vial. They were able to complete it with another implant. Still has empty package to return. All stickers were inside, but no implant.